Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been received and evaluated. Visual inspection found no defects. The functional evaluation confirmed the device could not be powered on, establishing a relationship with the reported event. The root cause was determined as a failed main circuit board, this also prevented the green status light from being displayed. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the mainboard of a renasys touch device is defective, it can´t be turn on and the light of the alarm is not flashing green. No patient harmed, and no injury reported because this was found during service and repair. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.